Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead. Patient was asymptomatic. During generator change out for an unrelated issue physician elected to not replace the lead. Sensing and threshold measure normal parameters. The patient had no underlying rhythm so the lead remains implanted. Patient is stable.